Manufacturer narrative:
DHR analysis (product code l20310): the DHR analysis of batch 1451213b shows that it is a repack batch. The initial batch was manufactured april 28th 2003. The DHR analysis of batch 1451213 shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. No other analysis was possible because the stem was not returned. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Reason for revision: stem was loose. Surgeon has indicated that he may have incorrectly sized the implant originally.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.